Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and failure analysis investigation could not reproduce the customer reported complaint. The iesu energized, cauterized, and all ports recognized instruments without any issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electrosurgical generator unit (iesu) had repeated errors c-30. The system logs were not available during the call. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to reboot the iesu. The customer rebooted the system several times, and the error kept returning. The tse asked the customer if they had a force triad generator, which they did. The customer did not have the energy activation cable for the force triad generator. The tse instructed the customer to use the foot pedals that came with the force triad generator. The customer stated that it would be difficult to set up the force triad generator. The tse asked if they had another vision side cart (vsc) that they could use. The customer stated that they did, however the surgeon did not want to go through the process of swapping vscs. The site continued the procedure as planned with no reported injury. Isi followed up with the initial reporter and received the following additional information: the system functionality was checked upon powering on the system. The system initially powered on with no errors.